Event description:
The customer contact reported that the ground prong on the ac power cord plug was bent. The device was returned to the biomedical engineering department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. Though requested, no additional information was provided.

Manufacturer narrative:
The ac power cord was received on (B)(4) 2013. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.